Event description:
Hcp reported patient's device turned off after going through store's security system. The device was turned back on. There was no patient injury. The device was implanted for deep brain stimulation in the gpi as therapeutic treatment. Hcp reported the patient had pre-emptive battery change at 3.6 years (battery life).